Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02769. It was reported the patient felt stimulation in the proper location but she has pain. The location of the patient's pain is currently unknown; therefore, the patient's ipg and leads (from the same lot) are both being reported. It was reported the physician has ordered CT scans and x-rays to investigate the issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.